Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined. Rationale: no CAPA needed.

Event description:
It was reported that unspecified bd¿ syringe plunger was difficult to move. The following information was provided by the initial reporter: instead of the orange 25g needles we have received 11 boxes of 23g blue needles, we have tried them this morning for the first time, and the clinicians are feeding back lots of concerns about these. The needles appear much blunter, and are causing patients to bleed significantly more. The plunger is also sticking so doesn¿t go down the shaft smoothly.